Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory of the nrg needle, the device passed flushing test (pre and post decontamination). The device was visually inspected and found to have its lumen bent in half, possibly due to packaging and distal end was rolled on. Next, the distal tip of the nrg needle was broken at the shoulder level but not completely detached as some ptfe was holding it in place. Handle and connector cable have no damage. Additionally, the device failed dimensional tests for curve overlay c0 specs. On the other hand, it was compliant with outer diameter dimensions for the distal and proximal hypotubes. Images of the distal area revealed a fractured distal tip at the shoulder. It is possible that this fracture was created due manual reshaping of the devices during the preparation and procedure. The reported allegation is not confirmed based on the testing and inspection of the returned device. The allegation mentioned the detachment of the distal tip from the body if the needle, but testing confirmed it was broken but not fully detached. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that nrg transseptal needle was selected for atrial fibrillation (a fib). During preparation, when the physician tried to manually shape the needle as normally done in the past several times prior to insertion into the sheath, the tip of the needle broke. It looked that it was still attach to the ptfe coating, but the needle was totally broken. Thus, the device was replaced, and the procedure was completed successfully after the second needle was manually shaped as well. No patient complications were reported. The needle is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for atrial fibrillation (a fib). During preparation, when the physician tried to manually shape the needle as normally done in the past several times prior to insertion into the sheath, the tip of the needle broke. It looked that it was still attach to the ptfe coating, but the needle was totally broken. Thus, the device was replaced, and the procedure was completed successfully after the second needle was manually shaped as well. No patient complications were reported. The needle is expected to be return for analysis.